Event description:
The manufacturer received an innospire elegance device for evaluation with the complaint that the device would not switch on. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's ac power cord was observed. There was evidence of exposure to the conducting wires. The manufacturer concludes that this exposure was caused by the ac power cord being exposed to forces beyond the intended design. The innospire elegance device is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for children and adults. Labeling warns the "it is recommended to have a backup device for respiratory delivery in case a situation arises when your nebulizer can not be used". This device meets all relevant ul and iec standards. This device is not labeled for life support. Based on the information available, the manufacturer concludes no further action is required.